Event description:
It was reported that during the implant procedure the lead had dislodged three times. The lead was removed and replaced with a different lead instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 456853 implantable pacing lead - 2000 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. However, it was noted that the visual summary analysis of the lead indicated apparent explant damage. The lead segments returned were a proximal portion measuring 33 cm and a distal portion measuring 33 cm.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.